Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: during investigation, the pump powered up up to a blank screen with auditory and vibratory alarms upon start up. The alleged communication alarm issue was unable to be adequately investigated due to the blank display. The pump cover was removed, and no intermittent conditions were found to the printed circuit board. Inspection found an eeprom internal component failure.